Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm6 12.6, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. Lens remains implanted. The cause of the event was reported as unknown. Reportedly, lens maybe exchanged.